Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the failure to remove the gripper line which resulted in the lines being cut and portion left in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets. Deployment steps were initiated. After approximately 1/4 of the gripper line was removed, strong resistance was felt, and the tip of the cds was bending toward the mitral valve. The other end of the line could not be pulled as it was inside the system. The decision was made to remove the cds. After removal, both ends of the line were visible, and a kink was observed on one of the ends. The kinked end was pulled to allow the smooth end to move through the device; however, after approximately 40-50 cm was removed, strong resistance was noted again. Troubleshooting was performed again, but was unsuccessful. At this point a slight increase in mr was observed to a grade of 2. The clip was confirmed to be stable and there was no damage noted to the leaflet. A proglide device was used to cut the line and the separated portion of the line was left in the anatomy. The patient was confirmed to be stable. Mitral regurgitation was reduced to grade 2 with one clip implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported kink in the gripper line and inability to remove gripper line cannot be determined. In this case, it is possible that the gripper line lumens became constricted as a result of procedural conditions or due to the clip delivery system (cds) being curved more than 90 degrees, leading to herniation of the coil. Aggregations of forces due to patient anatomy and herniated coils can result in the inability to remove the gripper line; however, this cannot be definitively confirmed, as the device was not returned. In addition, the kink in the gripper may have resulted from troubleshooting measures to remove the gripper line; however, this cannot be confirmed. The reported bending of the dc shaft, however, appears to be related to procedural conditions due to the increased tension on the device during gripper line removal attempts. The reported patient effect of failure to retrieve a mitraclip system components is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded there are potential device issues associated with the kink and the inability to remove the gripper line. The remnant gripper line left in the patient does not cause any additional harm as the patient is administered peri-procedural antibiosis and both peri- and post-procedural anticoagulation. There were no adverse patient effects reported as the mr was reduced from 4 to 2. Based on the information reviewed, there does not appear to be a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information received stating: during deployment of the clip, the gripper line felt tighter than usual. The patient is returning for follow-up, and is reported to be in good health. No additional information was provided.